Manufacturer narrative:
Device labeling: published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Law firm reported "a possible lump behind [patient's] left breast," and a "left implant rupture." Additional information provided reveals patient presented with "a small mass on the left chest wall medial to her reconstruction. This mass has rapidly grown in size and now is pushing implant laterally. It has gotten quite uncomfortable. [Patient] saw [physician] who obtained a CT demonstrating a large mass deforming the implant located sub-pectorally." The patient "was ultimately diagnosed with a left sub-pectoral mass identified as lymphoma." A biopsy "revealed that [patient] had alcl (anaplastic large cell lymphoma)," "alk negative." Cd30 results and pathology tests have not been provided. This unconfirmed report of alcl will be captured as lymphoma at this time. Treatment included "multiple hospitalizations," left side device removal, and "16 rounds of chemotherapy and multiple surgeries." Additional notes include, "basal cell carcinoma," "malignant melanoma," and "herpes zoster," side not specified. Melanoma is not related to the device as it was first diagnosed prior to implantation. This record is for the left side.